Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device preparation, the implantable cardiac monitor was unable to be interrogated. The device was attempted to be upgraded. A magnet was held over the device and the software re-downloaded onto the device. After the software upgrade, the device was still unable to be interrogated. The device was not implanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.